Manufacturer narrative:
(B)(4). The customer reported a failure to acquire a 12 lead ECG. There was no negative patient impact. The device and accessories were sent to the philips bench for eval. The reported symptom could not be reproduced. There was wear and contamination noted on the ECG connector. The lead sets and the trunk cables were evaluated by a quality engineer. The trunk cable was found to have an intermittent v3 connection. The ECG connector was replaced per the discretion of the bench tech. It was recommended to replace the trunk cable by ordering it through supplies. The device passed all required verification testing and was returned to the customer site. The reported symptom could not be reproduced by the bench tech. Further eval found v3 to be intermittent through the trunk cable. The ECG connector was also replaced per the discretion of the repair tech to address the issue. We are therefore unable to determine the cause of the reported symptom.

Event description:
The customer reported a failure to acquire a 12 lead ECG. There was no negative patient impact.